Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, 1308 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilization. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, 1308 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("device breakage") in a 32 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of menorrhagia, heavy menstrual bleeding, painful intercourse, parity 2, gravida ii, pelvic pain, polycystic ovarian syndrome, obesity and ovarian cyst. Previously administered products included: mirena. Essure was removed on (B)(6) 2014. On an unknown date, the patient had essure inserted. On an unknown date she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy - essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: more than one essure related surgery -no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33.564 kg/sqm. [Pathology test] on (B)(6) 2014: source of specimen: fallopian tube right and left; right and left essure wire diagnosis: a. Right fallopian tube: benign fallopian tube with fimbriated end, b. Left fallopian tube: benign fallopian tube with fimbriated end. C/d: essure wires from fallopian tubes, bilateral. History: pelvic pain, status post yr essure. Patient requests to get essure wire back as souvenier. Gross description: right essure wire: received fresh are multiple fragments of silver coiled wire which aggregate 4.0 x less than 0.1x less than 0.1 cm. Gross diagnosis only consistent with essure wire. Left essure wire: received fresh are two fragments of silver coiled wire which aggregate 16.0x less than 0.1x less than 0.1 cm, gross diagnosis only consistent with essure wire.; on (B)(6) 2018: source of specimen: uterus - and right ovary ovary - left ovarian cyst diagnosis: a.uterus and right ovary, excision: 1.ovary with multiple follicle cysts. 2. Secretory endometrium. 3. Unremarkable rnyometrium. B. Left ovarian cyst, excision: 1. Simple serous cyst. 2. No tumor seen. History: cpp, dub, menorrhagia. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device breakage¿. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-apr-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("device breakage") in a 32 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of menorrhagia, heavy menstrual bleeding, painful intercourse, parity 2, gravida ii, pelvic pain, polycystic ovarian syndrome, obesity and ovarian cyst. Previously administered products included: mirena. Essure was removed on (B)(6) 2014. On an unknown date, the patient had essure inserted. On an unknown date she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy - essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: more than one essure related surgery -no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33.564 kg/sqm. [Pathology test] on (B)(6) 2014: source of specimen: fallopian tube right and left; right and left essure wire diagnosis: a. Right fallopian tube: benign fallopian tube with fimbriated end, b. Left fallopian tube: benign fallopian tube with fimbriated end. C/d: essure wires from fallopian tubes, bilateral. History: pelvic pain, status post yr essure. Patient requests to get essure wire back as souvenier. Gross description: right essure wire: received fresh are multiple fragments of silver coiled wire which aggregate 4.0 x less than 0.1x less than 0.1 cm. Gross diagnosis only consistent with essure wire. Left essure wire: received fresh are two fragments of silver coiled wire which aggregate 16.0x less than 0.1x less than 0.1 cm, gross diagnosis only consistent with essure wire.; on (B)(6) 2018: source of specimen: uterus - and right ovary ovary - left ovarian cyst diagnosis: a.uterus and right ovary, excision: 1.ovary with multiple follicle cysts. 2. Secretory endometrium. 3. Unremarkable rnyometrium. B. Left ovarian cyst, excision: 1. Simple serous cyst. 2. No tumor seen. History: cpp, dub, menorrhagia. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device breakage¿. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: case correction done.pelvic pain event updated to device breakage. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 32 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of menorrhagia, heavy menstrual bleeding, painful intercourse, parity 2, gravida ii, pelvic pain, polycystic ovarian syndrome, obesity and ovarian cyst. Previously administered products included: mirena. Essure was removed on (B)(6) 2014. On an unknown date, the patient had essure inserted. On an unknown date she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy - essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: more than one essure related surgery -no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33.564 kg/sqm. [Pathology test] on (B)(6) 2014: source of specimen: fallopian tube right and left; right and left essure wire. Diagnosis: right fallopian tube: benign fallopian tube with fimbriated end, left fallopian tube: benign fallopian tube with fimbriated end. C/d: essure wires from fallopian tubes, bilateral. History: pelvic pain, status post yr essure. Patient requests to get essure wire back as souvenier. Gross description: right essure wire: received fresh are multiple fragments of silver coiled wire which aggregate 4.0 x less than 0.1x less than 0.1 cm. Gross diagnosis only consistent with essure wire. Left essure wire: received fresh are two fragments of silver coiled wire which aggregate 16.0x less than 0.1x less than 0.1 cm, gross diagnosis only consistent with essure wire. On (B)(6) 2018: source of specimen: uterus and right ovary; ovary: left ovarian cyst. Diagnosis: uterus and right ovary, excision: ovary with multiple follicle cysts; secretory endometrium unremarkable rnyometrium; left ovarian cyst, excision; simple serous cyst; no tumor seen. History: cpp, dub, menorrhagia. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 32 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of menorrhagia, heavy menstrual bleeding, painful intercourse, parity 2, gravida ii, pelvic pain, polycystic ovarian syndrome, obesity and ovarian cyst. Previously administered products included: mirena. Essure was removed on (B)(6) 2014. On an unknown date, the patient had essure inserted. On an unknown date she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy - essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: more than one essure related surgery -no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33.564 kg/sqm. [Pathology test] on (B)(6) 2014: source of specimen: fallopian tube right and left; right and left essure wire diagnosis: right fallopian tube: benign fallopian tube with fimbriated end, left fallopian tube: benign fallopian tube with fimbriated end. C/d: essure wires from fallopian tubes, bilateral. History: pelvic pain, status post yr essure. Patient requests to get essure wire back as souvenier. Gross description: right essure wire: received fresh are multiple fragments of silver coiled wire which aggregate 4.0 x less than 0.1x less than 0.1 cm. Gross diagnosis only consistent with essure wire. Left essure wire: received fresh are two fragments of silver coiled wire which aggregate 16.0x less than 0.1x less than 0.1 cm, gross diagnosis only consistent with essure wire. On (B)(6) 2018: source of specimen: uterus: and right ovary. Ovary: left ovarian cyst. Diagnosis: a.uterus and right ovary, excision: ovary with multiple follicle cysts. Secretory endometrium. Unremarkable rnyometrium. Left ovarian cyst, excision: simple serous cyst. No tumor seen. History: cpp, dub, menorrhagia. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: medical device removal was updated to device breakage, reporters, patient information, medical history, lab data, removal and insertion date, and non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("device breakage") in a 32 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of menorrhagia, heavy menstrual bleeding, painful intercourse, parity 2, gravida ii, pelvic pain, polycystic ovarian syndrome, obesity and ovarian cyst. Previously administered products included: mirena. Essure was removed on (B)(6) 2014. On an unknown date, the patient had essure inserted. On an unknown date she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy - essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: more than one essure related surgery -no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33.564 kg/sqm. [Pathology test] on (B)(6) 2014: source of specimen: fallopian tube right and left; right and left essure wire. Diagnosis: right fallopian tube: benign fallopian tube with fimbriated end. Left fallopian tube: benign fallopian tube with fimbriated end. C/d: essure wires from fallopian tubes, bilateral. History: pelvic pain, status post yr essure. Patient requests to get essure wire back as souvenier. Gross description: right essure wire: received fresh are multiple fragments of silver coiled wire which aggregate 4.0 x less than 0.1x less than 0.1 cm. Gross diagnosis only consistent with essure wire. Left essure wire: received fresh are two fragments of silver coiled wire which aggregate 16.0x less than 0.1x less than 0.1 cm, gross diagnosis only consistent with essure wire. On (B)(6) 2018: source of specimen: uterus: and right ovary. Ovary: left ovarian cyst. Diagnosis: uterus and right ovary, excision: ovary with multiple follicle cysts. Secretory endometrium. Unremarkable rnyometrium. Left ovarian cyst, excision: simple serous cyst. No tumor seen. History: cpp, dub, menorrhagia. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("device breakage") in a 32 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of menorrhagia, heavy menstrual bleeding, painful intercourse, parity 2, gravida ii, pelvic pain, polycystic ovarian syndrome, obesity and ovarian cyst. Previously administered products included: mirena. Essure was removed on (B)(6) 2014. On an unknown date, the patient had essure inserted. On an unknown date she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy - essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: more than one essure related surgery -no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33.564 kg/sqm. [Pathology test] on (B)(6) 2014: source of specimen: fallopian tube right and left; right and left essure wire diagnosis: right fallopian tube: benign fallopian tube with fimbriated end; left fallopian tube: benign fallopian tube with fimbriated end. C/d: essure wires from fallopian tubes, bilateral. History: pelvic pain, status post yr essure. Patient requests to get essure wire back as souvenier. Gross description: right essure wire: received fresh are multiple fragments of silver coiled wire which aggregate 4.0 x less than 0.1x less than 0.1 cm. Gross diagnosis only consistent with essure wire. Left essure wire: received fresh are two fragments of silver coiled wire which aggregate 16.0x less than 0.1x less than 0.1 cm, gross diagnosis only consistent with essure wire. On (B)(6) 2018: source of specimen: uterus: and right ovary. Ovary: left ovarian cyst. Diagnosis: uterus and right ovary, excision: ovary with multiple follicle cysts. Secretory endometrium. Unremarkable rnyometrium. Left ovarian cyst, excision: simple serous cyst. No tumor seen. History: cpp, dub, menorrhagia. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.